Event description:
It was reported that the atrial lead exhibited a drastic rise in capture threshold, and captured only intermittently at 5.5 v. A chest x-ray revealed that the lead had a microdislodgement, and moved slightly from the origional implantation site. This was resolved by changing the programmed mode to vdd.

Manufacturer narrative:
Na